Manufacturer narrative:
(B)(4).

Event description:
It was reported that increased pacing lead impedance was observed during device upgrade. Patient was asymptomatic. Lead was capped and a new system was implanted on the patient's right side.